Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens) model micl 12.1mm in the cartridge and the lens became stuck. There was no pt contact.

Manufacturer narrative:
Evaluation codes: method: work order search. Results: other - a visual inspection of the returned product shows the lens is stuck in the cartridge. No visible damage to the cartridge. There is clear surgical residue on the cartridge. It should be noted that the injector was not returned for eval. A work order search was performed for similar complaints within the search and no similar complaints were found.